Manufacturer narrative:
An investigation has been initiated. We are waiting for the sample to be returned for evaluation. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that "prior to treatment commencing, a crack was noticed on the hub of the catheter, with blood leaking."